Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. (B)(4).

Event description:
It was reported by the eye care provider (ecp) that the patient developed an ulcer in his left eye (os). The ecp was unsure if it was bacterial or viral. The ulcer is now healed (date not reported). Additional information received on (B)(6) 2012 which states the patient was diagnosed with a peripheral corneal ulcer in the left eye, 3 mm in size with severe pain, moderate redness and watery discharge. No permanent scarring is noted and no biopsy was performed. The treatment was unspecified eye drops and no contact lenses. The best corrected visual acuity prior to and after the event is noted as 20/20. Patient came in to the doctor's office four weeks after seeing the doctor and no infiltrates were present. The event was resolved and the patient has resumed contact lens wear.